Event description:
It was reported that the pt experienced a shocking or jolting sensation when attempting to change programs. It was noted that the pt experienced a loss of therapeutic effect following a fall back in aug or (B) (6) 2008. She was at home in fair condition. The healthcare provider confirmed that the pt experienced a new pain and shocking. The pt's device was reprogrammed and everything was fine after that. No pt injuries were reported.

Manufacturer narrative:
(B) (4).